Event description:
A hemodialysis inpatient user facility reported during treatment an external blood leak occurred. The leak was visually observed in the dialysate. Test strips were used to confirm. Estimated blood loss was 250cc. The pt had no adverse effects and no medical intervention was required. The pt completed treatment with a new set-up. Sample has been requested.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
The reported issue is confirmed. The actual dialyzer was returned to the manufacturer for evaluation without the prepackaging pouch and was returned with fmcna-ogden adapter and blood port caps. The fibers were wet with indication of blood contamination. Coagulated blood was noted with each header cap. Gross visual examination revealed that a thin particulate polyurethane and polyethylene silver was situated between the potting cut surface and the o-ring of the cavity ID end at approximately 340 degrees with the dialysate ports at 0 degrees. The dialyzer was subject to a laboratory bubble point test (internal leak test) where the dialyzer was submerged in water and pressurized incrementally from 4.0 psi. A leak was identified in the form of a steady stream of bubbles originating from beneath the cavity ID end screw flange at approximately 12.0 psi. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.